Event description:
The pump was involved in a overdelivery of a cardizem solution. The pump was programmed to infuse at 10 ml/hr to deliver a 125 mg/125ml solution. Two hours after the start of the infusion the solution container only had a few mls remaining. There was no ill effect to the pt.